Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: (UDI) detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, bit it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient having a potential burn from a grounding pad. No further information could be obtained.